Event description:
Caller reported non-function of all of the buttons on the pump. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).